Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-00604 it was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited unspecified capture issue and difficult to remove the guide wire. Besides, the rv lead was bent which led to difficulties to advance guide wire in the lead. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.